Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v430990, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient reported that she was going to the bathroom every two hours during the night. The patient would get the urge, but not urinate very much. The patient stated that she noticed this before she got the new implantable neurostimulator recharger (insr) but since the replacement the issue had gotten worse. The patient was at 2.15v and did not feel stimulation, but had not tried adjusting settings. The patient was wondering about infection, due to an irritation and rash but did not burn when she went to the bathroom. The patient noted that right after she was implanted, she experienced pain on the opposite side of the implant as well. The pain was better, but not gone. The patient also reported that she had a loss of therapeutic effect. They were leaking/dripping and increasing stimulation had some benefit. The patient further reported that stimulation had been uncomfortable for her the last 3-4 days and had trouble turning stimulation down. The patient was asked to reposition antenna, and was able to turn stimulation down from 2.15v to 1.95v and it was more comfortable for her. The therapy was confirmed with the patient programmer to be on and there were no falls/trauma reported that could be related to this issue. Trouble shooting resolved the reported issue. The patient again reported that they had a change in therapy was getting up to the bathroom every 2 hours in the night and bladder did not empty much. The patient had a bladder infection twice; one in (B)(6). The patient felt stimulation in the correct area. The patient changed from program 3 to 4 and increased from 0.0 to 1.95v on program 4. The patient also reported that they called the called yesterday and changed setting and now stimulation was too strong and would like to turn therapy off. The patient further reported that she kept having bladder infection every two weeks and reported she was getting less than 50% relief from therapy. The status of the ins was confirmed with the patient programmer and therapy was on and on program 4 at 0.20v. The patient was assisted to adjust setting to her previous setting which was program 3 at 2.15v. Additional information from the company representative reported that the patient called back and reported that stimulation was not comfortable for her at 2.15v so she decreased to 1.60v and then turned stimulation off. The patient adjusted amplitude to 0.20v and confirmed that was comfortable for her. Additionally, the patient reported that she felt stimulation sensation more when sitting and felt an itching feeling in her vagina even when stimulation was turned off which started since she got diagnosed with the current bladder infection on (B)(6) 2015. The patient had an appointment scheduled to see the hcp on (B)(6). The issue occurred during use and the indications for use were urinary dysfunction/ sacral nerve stimulation and gastrointestinal/ pelvic floor. No outcome was reported regarding the event. Further follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.

Event description:
Additional information received from the patient reported that she was still dribbling and was wet. For the past 2-3 months, it seemed that therapy was not as effective. She was feeling stimulation, but she was leaking/dribbling. It was noted that this was gradual. It was noted that she had seen her doctor the day prior to this report and was told there was no infection.